Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.